Event description:
During a thoracoscopic wedge resection an ir45b was fired and the staples were not formed. The surgeon sutured manually and the patient is doing well.

Manufacturer narrative:
The ir45b was discarded at the hospital so no investigation could be performed. The lot number of the ir45b is unknown so the manufacturing date is unknown.